Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
A faradrive was selected for a pulse field ablation procedure. During the procedure, the hemostatic valve failed, there were large visible air bubbles during aspiration, that did not clear as aspiration occurred. Therefore the sheath was replaced. The procedure was successfully completed without any complications for the patient. The device will not be available for return due to disposal.